Event description:
It was reported that the insulin gauge displayed an amount different than expected, specifically a fill estimate issue showing 30 units instead of the expected 230 units. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in reloading the same cartridge, and the customer was advised to monitor the situation and follow up if necessary.